Event description:
Used a topcare health extra large fabric bandage for three days. Attempted to remove from tricep on (B)(6) 2025 due to skin irritation and adhesive portion removed skin causing bleeding and open wound.